Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed 219 high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. In addition, site stated in event details that the patient showed obvious clinical signs of pump thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the high-power event can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and pump thrombi are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient was down in (B)(6) when he presented to the hospital with tea colored urine and high power spikes. It was stated that the patient had stopped taking his medications and his pump was turned off due to high watts and obvious signs of pump thrombus. It was stated that the patient was placed on milrinone but was unable to maintain his output. It was further stated that the patient passed away on (B)(6) 2017 at 12:10 am. However, he did miss doses earlier in the week prior to his lactate dehydrogenase (ldh) rising into the 2500 range. No additional information is known at this time. No additional information available.